Event description:
It was reported that the insulin pump alarmed failed battery test. Customer replaced the batteries and the insulin pump turned on for awhile and then turned back off. Customer's blood glucose reading at the time of the call was 14.5 mmol/l. No further information reported.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.